Manufacturer narrative:
The reported complaint of a faulty icy catheter was confirmed during visual inspection. A kinked on the shaft at 10cm from the catheter tip was observed in which likely cause the suk not to fill and the red flow wheel to not rotate. The probable root cause of the kinked icy catheter was likely due to user error. Upon visual inspection, observed the catheter shaft was kinked at 10cm from the catheter tip, thus confirming the reported complaint. Noticed blood residue on the balloons and luered tubings. All lumens were flushed without resistance. Pressure leak test was performed, the icy catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. No leak was found during testing. A known-good guidewire was inserted through the central lumen of the catheter starting at the distal tip, the guide wire get stuck at 10cm from the catheter tip due to the kinked on the shaft. It is unlikely that the defective catheter was shipped. During the manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 156912.

Event description:
After the icy cathehter was inserted on the patient's right femoral vein, the start-up kit (suk) could be filled with saline but after connecting it to the icy catheter (lot #156912), the suk could not be filled and the red flow wheel did not rotate. The suk was not kinked and worked against a resistance. The icy catheter was suspected to be faulty and was removed. A new icy catheter was inserted to the patient's left femoral vein. Treatment continued with no issue. No consequences or impact to patient.